Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low scan result of 4.0 mmol/l on the adc device. It is unknown whether the customer noted a trend arrow on the device. Due to low sensor readings the customer self-treated with glucose tablets, as a result the customer experienced hyperglycemia and measured blood glucose result of 23.0 mmol/l on competitor brand meter and again self-treated with insulin (dose/type unknown). When the provided results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The length of the wear was 4 days. There was no report of death or permanent impairment associated with this event.